Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 600 mg/dl) and ketones were present. To address the bg levels, the customer would change the infusion set site, deliver a bolus via the pump and administer insulin injections. The cause of the high bg was not known. The customer worked with a clinical diabetes specialist; however, the high bg episodes were not resolved. The customer reverted to using a non-tandem pump for insulin therapy.